Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not feel like the implanted device was working because it had not been effective at all. They had an urge ¿so bad¿ and would go to the bathroom and ¿there was no urine¿. It was noted the patient drank 2-3 bottles of water (not counting other liquids they drink). The patient¿s device was checked by their previous doctor¿s nurse sometime in 2017. When checked with the program at the time of report, it showed the stimulation was off. The therapy was turned back on on program 4 at 2.4 but they did not feel the stimulation. The stimulation was increased to 2.8 volts where the patient felt the stimulation in the correct bicycle seat area. The patient was redirected to their healthcare professional (hcp) if there was no improvement in their symptom control. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there was no mention as to why the therapy was off. The patient stated that before the device was implanted, they had retention and urgency with leaking. Now the incontinence had been minimized. As to actions/interventions taken, the patient reported that when they turned it on it seemed that they were emptying their bladder for 4-5 days. After that, it went back to normal ¿as usual¿. They stated that the urgency was gone and that they go all day without going (not the entire day ¿ maybe 5-6 hours) and take a water pill.